Manufacturer narrative:
An event of difficulty resheathing the valve into the delivery system was reported. The device was returned to abbott, and the investigation found that the nose cone was bent and valve capsule had a slight kink. The sliding mechanism, deployment/re-sheath wheel, and 80% deployment button were all assessed, the valve was successfully deployed from the delivery system without difficulty under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined, however is consistent with damage during use could have contribute to the kink in the delivery system.

Manufacturer narrative:
An event of it got caught in the leg vessel and difficulty in recapturing was reported. A returned device assessment could not be performed as the device was not returned for analysis. Field observed that the radiopaque tip of the delivery system was not closed in the valve capsule, it got caught in the leg vessel. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the cause of the event is consistent with a use error during the operation.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. When the valve was deployed at 70% an aortogram was performed, and it was noticed that the valve was too high at 0mm. It was attempted to retract the valve, during which the delivery system moved toward the sinotubular junction. The delivery system was pulled into the descending aorta and the valve was again attempted to retract into the delivery system. When the deployment wheel reached the end and the user was unable to turn the deployment wheel any further, the stent and valve could not move into the stent capsule. The user then used the micro adjustment wheel to pull the valve back into the valve capsule. The valve was able to be completely re-sheathed and successfully implanted at around 7/8mm. While the delivery system was being removed, it got caught in the leg vessel. It was observed that the radiopaque tip of the delivery system was not closed in the valve capsule. All aspects of the delivery system were then closed, and the delivery system was removed without causing damage. The patient remained stable throughout the procedure and the leg vessel was closed successfully. There was no clinically significant delay in the procedure. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.